Event description:
It was reported that the attachment overheated during testing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. This report will be updated when the eval is complete.